Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. Despite the queries no further information available. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A sharp rise in rv lead impedance was noted via an alert via home monitoring. An in clinic check confirmed high rv lead impedance and capture threshold. Xray showed the helix had retracted from the correctly deployed position. They have asked if this lead could be returned for analysis. Should additional information be received, this file will be updated.